Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that when the patient removed the device from use, a portion of the cannula remained under the skin. The patient went to an emergency department to remove the cannula. No permanent adverse effects reported.

Manufacturer narrative:
One used cleo 90 infusion set was received for evaluation. The used sample was found to have the cannula separated from itself at a location approximately 1mm from where it extends out from the base. There were no visual abnormalities in wall thickness of the cannula, nor were there any defects in the device itself other than the missing cannula. The crown of the site showed no signs of damage. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. (B)(4).

Event description:
According to the reporter, the cannula was surgically removed from the patient one month after the reported incident occurred.